Manufacturer narrative:
Product event summary: at analysis it was noted that one bail and one bail cover were missing and that on the incoming test the device failed on the output connector/heart wire connector resistance (open). The device was cleaned and inspected, a new bail and bail cover were installed, the heart wire circuit was cleaned and the unit was then tested on the automated test system and passed.

Event description:
It was reported that the external pulse generator had a "functional problem." Follow-up was unsuccessful in obtaining further information regarding this event except that it was confirmed that there was no patient involvement. The generator has been returned for service. There was no patient involvement.